Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.